Event description:
Boston scientific (bsc) crm received info that this dextrus lead was implanted in this pt's right ventricle. The same day as implant, intermittent capture and pacing was observed as the lead had dislodged. A revision was performed and the lead was removed from service and replaced. No adverse pt effects were reported.